Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens.the lens haptic tore off upon insertion into the eye.the incision was enlarged to remove the lens and required a suture to close the wound.